Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with reference (another meter). Wife of patient called to report several problems with her meter. They never got a good result during initial training in december. Kept getting nes errors. Caller said she was having a very hard time getting blood. When she got enough, sometimes it took too long to fill the cap tube and the blood was clotting by the time she was done.